Event description:
It was reported that a lotus edge valve system would not cross the transverse aorta. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. A large lotus introducer sheath was used. The patient's anatomy was tortuous. The 23mm lotus edge valve system would not cross the transverse aorta. The procedure was completed with a non-bsc valve. There were no patient complications.